Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) receive the replaced universal surgical manipulator (usm) arm involved with this complaint to perform failure analysis. The usm arm was analyzed and the error fault was confirmed and replicated in-house. The usm arm was tested on an in-house system in normal mode and failed, triggering error code 1126. Unit failed on fiber test pointing to a faulty rolling loop assembly. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the univeral surgical manipulator (usm)1 was not controllable by using the console. The customer explained the usm was moveable by hand. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and found error 1126 pointing to a communication problem. The tse requested a restart with emergency power off (epo), but the error reappeared. The procedure was completed with no reported injury. Isi contacted the initial reporter and obtained the following additional information regarding this event: the system functionality was checked upon powering on the system and the system initially powered on without errors.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the usm to resolve the issue. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.